Event description:
According to the customer, on (B)(6) 2025 after a "g-tube placement" the tube had "fallen out".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 after a "g-tube placement" the tube had "fallen out". The customer reported that upon inspection of the device it was discovered that the "balloon burst" and there was a "clean slit all the way around" the balloon. The customer reported due to the reported incident a new g-tube was placed. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.